Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station har3east was not on, probably due to a short circuit. The power was off, and it did not boot up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the system exhibited a power failure. A field service engineer (fse) identified that the drawer 5.2 had a faulty drawer board that causing the station not to boot up. Fse replaced the half height drawer controller board to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.